Manufacturer narrative:
The reported event of helix damage was confirmed. Visual inspection and x-ray examination found the helix was stretched and bent and the inner coil was over torqued. The cause of the reported event was isolated to the helix being stretched and bent consistent with procedural damage.

Event description:
It was reported that during the implant procedure, helix damage was noted on two different right ventricular (rv) leads. The leads were not used, and the physician elected to complete the procedure with a different lead. The patient was discharged after the procedure.